Event description:
It was reported that (2) device were used during a laparoscopic hernia repair. It was reported by the rep that the ems jammed. Another ems was pulled to complete the procedure. There was no consequence to the patient.